Event description:
It was reported that a malfunction occurred with the display of a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on how to reset the pump, but the customer lacked a charging pad and planned to either call back or perform the reset independently.